Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. The product return status for mmt-1885 is unknown.

Manufacturer narrative:
P-cap locked properly during testing. Pump passed self-test. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thump. Stuck key alarms present in pump download history on 07/15/2024 00:39:01.000. The electronic assemblies were inspected, and no anomalies noted. However dried insulin on motor sleeve was observed. All buttons functioned properly during test. No keypad anomaly noted. Moisture damage was noted when dried insulin on motor sleeve was observed. Cosmetic damage confirmed when cracked case on battery tube was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.